Event description:
It was reported that the patient lost consciousness due to hypoglycemia during a checkup. The patient's blood glucose (bg) level was below 3 mmol/l (54 mg/dl). The patient was given a chocolate bar by the nurse to help bring up her bg level. The pod was worn between 36 and 48 hours on the leg. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.